Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation. The orange connector was removed, and the received sample was weighed at 75.49 g. The average weight of an unfilled easy pump ii for this article is 75 g and the retained volume should be less than or equal to 8 ml. Therefore, the pump was emptied upon receiving. The sample was decontaminated and sent for flow rate test. The flow rate deviation from nominal flow rate for received sample was -3.13%. The flow rate of received sample was within the specification ±15% deviation from nominal flow rate. The sample is still within specification; the reported defect is not confirmed. A review of the non-conformance system database was performed for the reported lot number and no abnormalities or nonconformance's were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: patient reported 46hr pump was done infusing 12hrs too soon. Detailed inquiry description: patient reported 46hr pump was done infusing 5fu 12hrs too soon. From provider, "patient is about 80 years old - I don't think strenuous activity is something she could manage but can't confirm or deny whether or not it was covered in blankets".